Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of a 60mm abdominal aortic aneurysm. It was reported that at each follow-up the aneurysm had enlarged (80x66mm). Approximately 5 years post the index procedure, the phy sician decided to carry out an open conversion with removal of the endurant endograft. During the procedure a type ii endoleak was noted and a type iiib endoleak in the main body stent graft was identified. A non mdt device was implanted. As per the physician the cause of the type iiib is undetermined but the physician noted a problem with device durability.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: a partial bifurcate graft returned with transactional cuts between 3rd and 4th stent rings. There was a transactional cut between the 2nd and 3rd stent rings with only stents rings 3 ¿ 10 returned for analysis. On limb 1, transectional cuts were present between stent rings 6 7 and between 9 and 10. On limb 2, transactional cuts were present between stent rings 6 and 7. Two abrasion holes were evident to the bifurcate, with one hole visible on each limb. Multiple suture breaks were found to all 3 stent grafts. A tear was seen to the graft fabric on limb 2 at the distal end of graft sr10. It is possible that the reported type iiib endoleak may have originated from several of the abrasion holes found during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.